Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920 - 2023 - 00138 for ponce.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920 - 2023 - 00138 for ponce.

Manufacturer narrative:
(B)(4). PMA/510(k) number is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 00153. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. Device location is unknown.

Event description:
It was reported that the patient underwent a left hip revision procedure approximately 8 years post implantation. No additional information is available at the time of this report.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Supplemental report provided as the item unk versys femoral head previously reported under MFR#: 0001822565-2023-00154 has now been identified. Please see the below updates d4: catalog number. D10: medical product: item number: 00771101100, item name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 standard offset.